Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus has obtained the following additional information from the user: - the user did not apply the anti-fogging agent to the lens of the subject device. - after attaching the distal cover to the subject device, two nurses and the doctor checked that the distal cover did not have damages. - however, the user did not pull or twist the distal cover to check that the distal cover did not fall off the subject device. - the distal cover which had fallen into the patient¿s stomach was not removed. So, whether or not the distal cover was damaged was unknown. - after the reported phenomenon occurred, the user withdrew the subject device from the patient¿s body, attached new distal cover to the subject device, and then, completed the intended procedure. - before and after the reported phenomenon occurred, the subject device had no irregularity. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and the investigation result, omsc surmised that the reported phenomenon was caused by inappropriate attachment of the distal cover. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should 17-nov-21. It has been over 1 year 7 months since the subject device was manufactured. The event can be detected/prevented by following the instructions for use which state: 3.5 attaching accessories to the endoscope: attaching the single use distal cover: 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device in combination with the single-use distal cover maj-2315, the user found through the endoscopic image of the subject device that the subject distal cover had fallen off the distal end of the subject device and into the patient's body. The user completed the intended procedure without any additional procedure. In addition, there was no abnormality in the check of the subject distal cover before the procedure by the user (the two nurses and the doctor), and the reported phenomenon had never occurred before. There was no report of patient injury associated with this event.